Event description:
It was reported that patient was going to the have replacement surgery as they have been having erratic stimulation up to the jaw and facial flushing and the patient reported that the neurologist thought that there was a lead issue and recommended full revision. The patient underwent generator replacement. The explanted device has not been received to date. No additional or relevant information has been received to date.